Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the monitor failed incoming functionality testing. Upon evaluation, there was extensive thermal damage to components on the ca and defib boards. The cause of the failure was isolated to the thermally damaged components on the ca and defib boards. Due to the extensive thermal damage, the root cause was unable to be positively determined. The monitor's ca and defib boards were replaced. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to power on.